Manufacturer narrative:
No product was returned as it still in-situ and no tissue samples were provided so the complaint cannot be confirmed. Radiographs provided identified radiolucent areas above and below the caudal endplate of the inferior device with no significant subsidence ,but due to image quality and lack of lab work osteolysis cannot be confirmed. The patient's bone quality and postoperative physical activity are unknown. A definitive root cause could not be determined however, implant selection and prep, bone quality, and excessive postoperative physical activity are likely causes or contributors. No additional investigation can be completed at this time. Labeling review: "warnings: simplify cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify cervical artificial disc surgical technique guide" "...preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all comorbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months." "Cervical artificial disc risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to: osteolysis, bone loss, or bone resorption..." 32226-e-2023-03. H3 other text : device in-situ.

Event description:
On an unknown date a patient underwent a two-level simplify disc replacement. On (B)(6), 2023 it was reported the patient has experienced post-operative cystic changes/osteolysis at the index levels. No additional information is available at this time.